Event description:
A lifecor territory manager returned equipment that was used for training purposes. The battery pack was still in monitor but the monitor screen was blank. Support reinserted the battery pack, but the monitor would not power up. Support submitted the battery pack for eval.

Manufacturer narrative:
Device eval summary: device eval of battery pack has been completed. The reported problem was confirmed. The cause of the monitor not powering up was due to defective battery cells within the battery pack. The root cause of the defective cells is not known, but was probably due to excessive discharging. The battery pack was left in the monitor while it was in transit to lifecor. The defective cells were replaced. The battery pack was left in the monitor while it was in transit to lifecor. The defective cells were replaced. The battery pack was retested and restocked. No adverse event resulted from the faulty battery pack. The battery pack was only used for pt services rep training.